Event description:
It was reported that an intermittent malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 - 140 mg/dl. The failure investigation has been completed and the alleged issue was verified.